Event description:
I use renu moisture loc contact lens fluid, bausch and lomb, and experienced 2 eye infections and extreme eye pain and a change in vision that required me to see an ophthalmologist and a neurologist and have multiple tests done. I had to resign my job related to the eye pain. I stopped the drops and when I used another bottle of the same product the pain and visual changes happened again.